Event description:
(B)(4). No serious injury alleged. Malfunction alleged.provider states that the center seat frame is broken where the attachments come out in the front for the center mount front riggings. MDR filed.